Event description:
Reported via voluntary medwatch (B)(4): a 6f angio-seal vip was deployed upon completion of a heart catheterization. The tamper tube was engulfed by the patient's subcutaneous tissue and could not be extracted in the cath lab. The patient was taken to surgery for exploration of the left groin, extraction of the angio-seal, and repair of the left external iliac artery.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that when the device is used in obese patients, the tamper tube may not be long enough to be exposed or grasped at the skin. The fingers should be placed on either side of the suture, compressing the surrounding tissue, while attempting to expose the tamper tube. If necessary, a sterile hemostat may be used to grasp the tamper tube so the collagen can be tamped adequately.